Event description:
The patient reported loss of symptom relief shortly after pump implant and no improvement despite dose increases. Recent surgical revision revealed that the "catheter had broken off in intrathecal space". The patient reported that a new catheter was placed. A follow-up report will be sent if additional information becomes available to us.